Event description:
During a venous thrombectomy, the surgeon, while trying to access a difficult clot with a micro-puncture wire, the wire sheared off into the extra-vascular tissue. The wire was retained and the patient was later informed. The procedure was completed and the patient left the operating room. Cook medical, the manufacturer was informed by email.